Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00953. This report is being submitted as additional information. Approximate age of device- 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017 with a drop in hemoglobin to 6.9 g/dl and positive blood in stool. At the time of the event, the patient was taking coumadin and their inr was 2.9 (goal 2-3). On admission, coumadin was held and the patient was transfused with 3 units of packed red blood cells. A colonoscopy performed on (B)(6) 2017 showed the esophagus to be unremarkable, stomach with mild antritis and no obvious signs of peptic ulcer disease. A portion of gastric fundus, antrum and proximal gastric body were covered with chyme and particulate material with normal first and second portion of duodenum. Papilla was also normal. There was no blood or coffee ground material observed in the upper gastrointestinal tract. Due to the event, the patient¿s inr goal was adjusted to 2-2.5. No additional information was provided.